Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks. The rhythm started as ventricular tachycardia (vt) and the patient received anti-tachycardia pacing (atp). The rhythm accelerated to ventricular fibrillation (vf) zone and a shock was delivered which converted the rhythm for only a few beats and then the patient went back into vt rhythm. The device began to charge for another shock; however, was diverted due to the rhythm dropping out. The rhythm was then redetected and therapy was delivered and again the shock broke the arrhythmia for a short period of time. Eventually, therapy was exhausted in the vf zone. It was noted that maximum shocks were programmed to zero. The patient was externally rescued by emergency medical technicians (emt). There were no further adverse patient effects reported. It was also noted that the patient is currently on a heart transplant list. A technical services (ts) consultant was contacted regarding this issue and indicated that the device operation was normal given its programming. Ts discuss that since the vf zone had the addition maximum energy shocks turned off then there is only 5 shocks available in any given episode. Ts recommend turning this back to 3 to allow up to 8 shocks per episode.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.